Event description:
It was reported that the stretcher has malfunctioned.

Event description:
It was reported that the stretcher has malfunctioned. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found through device evaluation that the fowler was stuck in raised position. The fowler cover was missing causing a cosmetic issue not affecting function. The push bar could not be used.